Manufacturer narrative:
Upon visual inspection, the fractured condition was confirmed. The tip of the ratchet extension has fractured, with the fractured portion remaining stuck inside of the implant. The hex and collar of the implant have been grossly damaged. The lot number was not provided for the ratchet extension, however, the lot number of the implant was provided. A review of the device history record was performed for the implant only. The review of the device history record for the implant did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported at time of placing the implant in tooth site #29, the ratchet extension fractured inside the implant. The fractured portion of the instrument could not be removed from the implant. The implant had to be removed using forceps. Another implant was placed during the same surgery.